Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of inability to pair device was confirmed. Based on the information provided, it was determined that the device was in low battery mode. Per design, device checks are not completed when the device enters the low battery state. No anomalies were found.